Event description:
The recipient reportedly experienced sound quality issues and poor performance with use of the device. The recipient 's device was explanted.

Manufacturer narrative:
Prior to the recipient's explant surgery, programming changes were made and external equipment was exchanged however, this did not resolve the issue.

Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.